Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) due to failed system check for sample probe cleaner and sample probe cleaner not detected error. The operator detached the tubing and was sprayed in the face with the sample probe cleaner. The operator was not wearing safety goggles at the time of the incident. A siemens customer service engineer (cse) was dispatched to the customer's site and replaced the tubing and cap assembly. The cause of the operator being sprayed in the face with the sample probe cleaner was due to use error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of a dimension exl 200 instrument was sprayed in the face with the sample probe cleaner while troubleshooting the instrument. The operator did not require any medical treatment and did not seek further medical attention. There are no reports of adverse health consequence due to the operator being sprayed in the face with the sample probe cleaner.

Manufacturer narrative:
Siemens filed the initial MDR (B)(6) 2018. Additional information (01-may-2018): the siemens headquarter support center (hsc) specialist performed a follow-up with the siemens customer service engineer. The specialist was informed that a leak from sample probe cleaner line had been identified during service. The engineer performed the repair and ensures that the sample probe cleaner not detected errors are no longer present. The engineer completed inspections of the instrument and confirmed the instrument is performing according to specifications. No further evaluation of this device is required.